Event description:
International affiliate reports that patient underwent fusion for degenerative scoliosis and the patients bone was very hard. The surgeon inserted a pedicle screw which became stuck halfway into the bone. The screw became lodged when the surgeon attempted to remove and reposition the implant. When using a t-handle instrument, the screw head broke off of the screw shank. The surgeon tried to continue the case with a second pedicle screw which also broke. After approximately two hours, it was decided to leave the broken screws in the patient, reassess the case, and return to surgery the next day with a senior consultant. The case was completed the next day and the two broken screw shafts were left in the patient. The surgeon has attributed the difficulty to the patients hard bone. See mfg medwatch report# 1526439-2012-00054 for the other screw that was involved in this event.

Manufacturer narrative:
Depuy spine has requested additional information regading product idenfitication. A follow up medwatch report will be filed upon receipt of the requsted information and completion of the investigation. Device not available.

Manufacturer narrative:
The broken screw shank remains implanted and the screw head is not available for evaluation. No additional information regarding the event is expected. Review of the device history record cannot be performed as the catalog# and lot# are unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.